Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, full lead was analyzed. It was also noted that there was blood/body fluid on all conductors.

Event description:
It was reported that a left ventricle lead was attempted, but not implanted. No patient complications have been reported as a result of this event.